Event description:
The pt started treatment on (B)(6) 2012. The pt reported the symptoms of swollen throat, difficulty breathing and swallowing, swollen salivary gland (undetermined) and swollen thyroid gland. The pt indicated visiting a general physician. The physician drained pt's thyroid gland. No diagnosis, reports or additional info was provided. The treating doctor considers this event was potentially serious and life-threatening to the pt. The treatment was discontinued on (B)(6) 2012.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being reported, as the pt's thyroid gland was drained and the treating doctor considered the reported symptoms to be potentially serious in nature or life threatening to the pt. No diagnosis, reports or additional info was provided. No evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt's symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.